Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that since yesterday ((B)(6) 2023) that patient was having trouble urinating. Caller said that patient wasn't able to empty their bladder during the day and then at night they experienced a lot of pressure at night. Caller said that earlier today ((B)(6) 2023) they increased the setting to 1.3 and now the patient was reporting pain in their right heel which was the same side as the implant. With instruction caller connected to implant and decreased setting down to 1.1 and reported that patient said that the stimulation in right leg and heel has stopped however it was lower setting so might not help with symptom control. Patient services reviewed therapy information and general programming guidance. Patient will maintain stimulation level and will continue to track symptoms. Patient was redirected to doctor if issue persists. Caller to contact healthcare provider (hcp) office tomorrow morning and ask if it was okay to switch programs at this early time. Caller said that patient did have an appointment to see the hcp and manufacturer representative (rep) next wednesday ((B)(6) 2023).